Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarm occurred. The customer¿s blood glucose level rose to approximately 350¿400 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose level rose to approximately 350¿400 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.